Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages and the belt connector was stuck.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages, connector stuck) was due to the latches on the trunk cable connector being broken, creating an insecure connection with the monitor. The belt was unable to complete detect and treat testing. The root cause for the damaged latches was excessive force. There was no adverse event that resulted from the damaged belt.